Manufacturer narrative:
Patient codes: 2199 labeled. During processing of this complaint, attempts were made to obtain complete event, patient and device information. Correction: patient information changed from na to unk. Correction: relevant tests. Correction: other relevant history. Correction: concomitant medical products changed from na to unk. Correction: patient code 2645 removed and 2199 added. Internal file number: (B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual inspections were performed on the returned device. The kinked tip was not confirmed; however, a kink in the shaft was observed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to confirm the reported tip damage. However, the kink noted near the handle likely occurred due to inadvertent mishandling. The fracture of the outer member material at the kink is consistent with repetitive movement of the kinked area, likely during packaging for return. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that while advancing a 5.5 x 20 mm supera self expanding stent system (sess) over an unspecified guide wire outside of the patient anatomy, the tip was noted to be damaged/kinked. An additional unspecified device was used to successfully continue the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided. Returned good analysis identified that the outer member was kinked and fractured (still intact) 4mm distal to the distal end of the nose piece. While it was confirmed that the correct device was returned, it could not be confirmed when the fractured outer member occurred.